Manufacturer narrative:
The device was returned for evaluation. The cause of the no alarm sound was the speaker cable not plugged in, the cause of the speaker cable not plugged in is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the console did not alarm with suction issues were experienced, it was found that the option to restore sound was not available. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.